Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching a low of 47 mg/dl blood glucose (bg). She corrected it with candy. The user had another low, later in the middle of the night which was corrected it with insulin suspension. She felt dizzy during the episode but did not require any further intervention. She was out of range for less than 90 minutes.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.